Manufacturer narrative:
Product not returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00106 / 00108).

Event description:
It was reported, that the instrument bit broke during a removal procedure delaying surgery by an hours. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument was deformed in a torquing/twisting manner. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation at the tip.